Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer treated high blood glucose levels with manual injection and declined to trouble shoot for high blood glucose levels. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was assisted with a displacement test and pump passed test. The customer was advised to monitor pump and call back if issues reoccur.